Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was prepped properly, octaray was used first and upon exchanging for farapulse abnormal amount of air was aspirated from the side port of the sheath. Valve damage was also noticed. Pump was used for irrigation. No leak or air in patient was seen. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned due to contamination.